Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received erratic ise results intermittently on ise module 1 of the modular analyzer. Results for 3 patient samples were provided, 1 was discrepant for sodium. Initial result gave 131; repeated twice giving 138 on ise 1 and 137 on ise 2 of the same modular analyzer. Initial results was not reported as they were flagged as failing delta check, and there was no effect to the patients. Sodium electrode lot number was not provided. The field service representative found vacuum nozzle not removing all fluid from vessel. He replaced vaccum nozzle, flushed flowpath, performed ise primes and checked sodium precision. Customer ran calibration and controls. All results were within specification.